Event description:
I got my breast implants shortly after turning (B)(6) years-old. Ever since, I have had many health problems. I had to have a hysterectomy at the age of (B)(6) and I was diagnosed with fibromyalgia. I¿ve also suffered with thyroid problems ever since I received the implants.